Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box lot # 73j1900729 was manufactured on 09/27/2019 a total of (B)(4) pieces. Lot was released on 10/17/2019. DHR investigation did not show issues related to complaint. P/n 528235 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 13 staplers were taken from the current production from p/n 528236 visistat 35w non-sterile lot# 73m2000247 the staplers were functionally inspected and issue reported "misfire/jamming - staples not firing" was not observed in the current manufacturing process, the staples were loaded and released correctly. Revision of pfmea-08-028 rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Other remarks:

Event description:
Reported issue: clip jammed. During use on a patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: clip jammed. During use on a patient.

Event description:
Reported issue: clip jammed. During use on a patient.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned stapler revealed that the sample was returned with the staples misaligned. The returned sample appears used as there is biological material present on the device. The stapler was returned with 33 staples left in the cover block indicating that at least 2 staples were fired by the end user. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staple fired. Several more attempts were made, but no staple fired. It appears that the misalignment of the staples is preventing the staples from moving down the track and into the forming tool. An attempt was made to manually realign the staples, but the staples were unable to be realigned. The stapler was disassembled , and it was confirmed to have been assembled correctly. Microscopic examination of the staple tips revealed no burrs. It could not be determined exactly how or what caused the staples to misalign. A CAPA was previously opened by the manufacturing site to further investigate visistat jamming issues. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." It could not be determined what caused the staples to misalign. A CAPA was previously opened by the manufacturing site to further investigate visistat jamming issues. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. One sample was returned with the staples in the returned device misaligned. Upon functional inspection, the misalignment of the staples prevented the staples from firing properly. It could not be determined what caused the staples to misalign. A CAPA was previously opened by the manufacturing site to further investigate visistat jamming issues.